Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the surgeon was toggling the needle from one jaw to the other when the needle dislodged from the jaws of the instrument. They were able to retrieve the needle from the patients abdomen. They opened another endo stitch instrument to finish the procedure. There was no patient injury or hazard. There was no user involvement. There was no unanticipated tissue loss. There was no unanticipated extension for incision by more than one inch. There was no unanticipated blood loss of 500cc's or more. There was no delay in surgical time of more than 30 minutes.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The needle was received. The jaw gap was measured and met specification. The visual inspection of the device noted witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle. No plastic shearing of the toggle switch. The visual inspection of the needle noted witness marks on the cones and the portion of the needle located between the swage and cone. A pmv needle was loaded onto the instrument. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needle. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.